Manufacturer narrative:
Zimmer biomet (B)(4). Several attempts were sent to the customer to retrieve the product. However, no response was received. The universal aseptic transfer kit housing, part number 89-8510-440-10, lot number unknown was not returned for complaint investigation. No device history records review could be performed as the lot number is unknown. The device was not returned for complaint investigation as documented in the product retrieval task. However, a visual diagnosis could be performed based on the received photo. A visual failure has been identified based on the picture provided. The housing was found broken at the level of the locking. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that the lid of the universal aseptic transfer kit housing, part number 89-8510-440-10, lot number unknown came loose and the battery fell out during operation in sterile area. The battery case was exchanged with an other one and the operation went on as planned. The area was covered with sterile cover and a new battery/battery cover was used to complete the operation. There was no harm or injury to patient/operator reported. According to the picture received, the locking system of the universal aseptic transfer kit housing is broken.

Manufacturer narrative:
Zimmer biomet (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the lid of the universal aseptic transfer kit housing, part number 89-8510-440-10, lot number unknown came loose and the battery fell out during operation in sterile area. The battery case was exchanged with an other one and the operation went on as planned. The area was covered with sterile cover and a new battery/battery cover was used to complete the operation. There was no harm or injury to patient/operator reported. According to the picture received, the locking system of the universal aseptic transfer kit housing is broken.